Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed residual liquid between the motor and control unit which led the control unit to a malfunction resulting in the fuse of the battery after a short circuit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error from improper maintenance. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 21 of 21 for the same event. It was reported from (B)(4) that before surgery, it was observed that seventeen battery devices and three universal battery charger devices were not working when in use together. During in-house engineering evaluation, it was observed that battery reamer/drill device had no function and was malfunctioning. There were no delays to the planned surgical procedure. It was not reported if spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.